Event description:
It was reported that an alarm occurred, indicating a high blood glucose level for the customer; however, no specific value was provided. A correction bolus was administered via the pump to address the high reading. The customer successfully loaded a new cartridge and resumed insulin delivery without requiring third-party assistance. There was no reported adverse impact to the customer¿s blood glucose level following these actions.